Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent patient end cannula and broken non-patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Spouse of the consumer reported, patient end is breaking during injection. The needle did not get stuck in the injection site. Stated, sometimes there is a needle clog when taking injections. Stated, does not re-use pen needles. Lot: 3011418, catalog: 320550, date of event: unknown, samples: yes cl.